Manufacturer narrative:
H4: device manufacture date: november 9, 2020 - november 10, 2020. H10: the device was received for evaluation. Visual inspection was performed and observed a large tear across the front side seam under the top hanger hole side flat weld area. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. From the weld. The leak was discovered after packing prior to patient use. There was no patient involvement. No additional information is available.